Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter was the cause of a needle stick injury during use. The following information was provided by the initial reporter: verbatim: needlestick injury following use of the device where the automatic re-sheathing of the device upon withdrawal from the cannula did not fully occur. The device was out of sight when the healthcare professional attempted to take hold of a patient's arm and the device was between the arm and the torso and the injury occurred. The device was not disposed of at the time of use due to concerns over maintenance of the patient's airway - the patient was a three-year-old child. Details of injury (to patient, carer or healthcare professional): entry and exit wound to one finger and entry wound to a second finger. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): full sharps injury protocol undertaken as per bmi policy.

Manufacturer narrative:
H.6. Investigation: one representative sample was received by our quality team for evaluation. The representative sample was subjected to visual inspection and separation force functional test. The sample passed the inspection criteria and no abnormality was observed. The cannula was withdrawn properly and the safety mechanism was activated correctly. Cannula remains in the needle cap and no cannula was exposed. The incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter was the cause of a needle stick injury during use. The following information was provided by the initial reporter: verbatim: needlestick injury following use of the device where the automatic re-sheathing of the device upon withdrawal from the cannula did not fully occur. The device was out of sight when the healthcare professional attempted to take hold of a patient's arm and the device was between the arm and the torso and the injury occurred. The device was not disposed of at the time of use due to concerns over maintenance of the patient's airway - the patient was a (B)(6) child. Details of injury (to patient, carer or healthcare professional): entry and exit wound to one finger and entry wound to a second finger. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): full sharps injury protocol undertaken as per bmi policy.